Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect uim for evaluation.

Event description:
The customer reported an intermittent blank display on this avea ventilator. The customer stated that it will intermittently go blank or not turn on. The customer stated this event was not associated with a patient event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. The fa lab performed multiple power on cycles on the suspect control board on a test uim. The failure analysis lab was able to duplicate the reported issue, which was due to a out of voltage tolerance of the real time clock battery secondary to a material issue. This issue will be internally investigated within carefusion.